Event description:
It was reported the patient developed cellulitis post-op removal of cervical hardware while using the primapore products. The patient's wound on the anterior neck was affected. Patient was readmitted to hospital and received 7 days IV antibiotics. Based on information provided, the patient's condition is ongoing.

Manufacturer narrative:
(B)(4)